Manufacturer narrative:
Citation: haussig s et al. Effect of a cerebral protection device on brain lesions following transcatheter aortic valve implantation in patients with severe aortic stenosis the clean-tavi randomized clinical trial. Jama. 2016 aug 9; 316 (6): 592-601. Doi: 10.1001/jama.2016.10302. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the effect of a cerebral protection device on the number and volume of cerebral lesions in patients who underwent transcatheter aortic valve implantation (tavi). All data were collected from a single center between april 2013 and june 2014. The study population included 100 patients (predominantly female; mean age 79 years), all were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). It was noted that brain magnetic resonance imaging assessments were performed at baseline and at 2 and 7 days post-tavi by a physician experienced in conducting neurological assessments. Among all patients, one death occurred due to diastolic heart failure. Based on the available information, medtronic product was not directly associated with the death. Among all patients, adverse events included: non-disabling stroke, new brain lesions, permanent pacemaker implantation, implantable cardioverter defibrillator implantation, cardiogenic shock, new-onset atrial fibrillation, mild-moderate aortic regurgitation (paravalvular and valvular), life-threatening or disabling bleeding, major bleeding, major vascular complications, and thoracotomy due to inability to release the transcatheter valve from the delivery catheter system. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.